Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coil broke during the removal process") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Plaintiff is 41 years old. Concomitant products included anaesthetics, local. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), inflammation ("abdominal inflammation"), vaginal infection ("frequent vaginal infections"), dysmenorrhoea ("abnormally heavy menstrual pain"), back pain ("back pain"), headache ("headaches"), pruritus ("itchiness"), arthralgia ("joint pain"), fatigue ("fatigue"), anaemia ("anemia"), depression ("depression"), alopecia ("hair loss"), menorrhagia ("abnormally heavy menstrual periods/ heavy periods"), pelvic pain ("pelvic pain") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain and abdominal distension outcome was unknown and the hypersensitivity, inflammation, vaginal infection, dysmenorrhoea, back pain, headache, pruritus, arthralgia, fatigue, anaemia, depression and alopecia had not resolved. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, headache, hypersensitivity, inflammation, menorrhagia, pelvic pain, pruritus and vaginal infection to be related to essure. The reporter commented: today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptom continues to experience a combination of the above symptoms. This was the first time a medical professional had related to her that her symptomatology may be caused by the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: revealed she was anemic, hysterosalpingogram - on (B)(6) 2015: occlusion was viewed in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil broke during the removal process/one of her essure coils broke during the removal surgery') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Plaintiff is 41 years old. Concomitant products included anesthetics, local. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions/allergy symptoms/ hypersensitivity symptoms"), inflammation ("abdominal inflammation"), vaginal infection ("frequent vaginal infections"), dysmenorrhoea ("abnormally heavy menstrual pain"), back pain ("back pain"), headache ("headaches/worsening headaches"), pruritus ("itchiness"), arthralgia ("joint pain"), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss"), menorrhagia ("abnormally heavy menstrual periods/ heavy periods"), pelvic pain ("pelvic pain/worsening pain"), abdominal distension ("bloating"), anaemia ("continued anemia since her removal surgery"), migraine ("worsening migraines"), genital haemorrhage ("worsening abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and abdominal pain ("continued abdominal pain since her removal surgery"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain, abdominal distension, migraine, genital haemorrhage and autoimmune disorder outcome was unknown and the hypersensitivity, inflammation, vaginal infection, dysmenorrhoea, back pain, headache, pruritus, arthralgia, fatigue, depression, alopecia, anaemia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, migraine, pelvic pain, pruritus and vaginal infection to be related to essure. The reporter commented: today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptom continues to experience a combination of the above symptoms. This was the first time a medical professional had related to her that her symptomatology may be caused by the essure device. Date of removal as per pfi: (B)(6) 2018 (discrepancy noted). She had to put her treatment on hold due to covid-10. She had her CT scheduled for (B)(6) 2020 . Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: results: revealed she was anemic. Hysterosalpingogram - on (B)(6) 2015: results: occlusion was viewed in both fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil broke during the removal process/one of her essure coils broke during the removal surgery') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Plaintiff is 41 years old. Concomitant products included anesthetics, local. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions/allergy symptoms/ hypersensitivity symptoms"), inflammation ("abdominal inflammation"), vaginal infection ("frequent vaginal infections"), dysmenorrhoea ("abnormally heavy menstrual pain"), back pain ("back pain"), headache ("headaches/worsening headaches"), pruritus ("itchiness"), arthralgia ("joint pain"), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss"), menorrhagia ("abnormally heavy menstrual periods/ heavy periods"), pelvic pain ("pelvic pain/worsening pain"), abdominal distension ("bloating"), anaemia ("continued anemia since her removal surgery"), migraine ("worsening migraines"), genital haemorrhage ("worsening abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and abdominal pain ("continued abdominal pain since her removal surgery"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain, abdominal distension, migraine, genital haemorrhage and autoimmune disorder outcome was unknown and the hypersensitivity, inflammation, vaginal infection, dysmenorrhoea, back pain, headache, pruritus, arthralgia, fatigue, depression, alopecia, anaemia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, migraine, pelvic pain, pruritus and vaginal infection to be related to essure. The reporter commented: today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptom continues to experience a combination of the above symptoms. This was the first time a medical professional had related to her that her symptomatology may be caused by the essure device. Date of removal as per pfi: (B)(6) 2018 (discrepancy noted). She had to put her treatment on hold due to covid-10. She had her CT scheduled for (B)(6)2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: results: revealed she was anemic. Hysterosalpingogram - on (B)(6) 2015: results: occlusion was viewed in both fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter added. Events auto-immune symptoms, worsening abnormal bleeding and worsening migraines and continued abdominal pain since her removal surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('essure coil broke during the removal process/one of her essure coils broke, during the removal surgery/essure appeared to break in the mid part and it was removed'). In a 40-year-old female patient who had essure (batch no. A69946-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometrial hypertrophy and ovarian cyst. Before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long. And she had no problem with going about her daily life. Plaintiff is 41 years old. Concomitant products included: anesthetics, local. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions/allergy symptoms/ hypersensitivity symptoms"), inflammation ("abdominal inflammation"), vaginal infection ("frequent vaginal infections"), dysmenorrhoea ("abnormally heavy menstrual pain"), back pain ("back pain"), headache ("headaches/worsening headaches"), pruritus ("itchiness"), arthralgia ("joint pain"), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss"), heavy menstrual bleeding ("abnormally heavy menstrual periods/ heavy periods"), pelvic pain ("pelvic pain/worsening pain"), abdominal distension ("bloating"), anaemia ("continued anemia since her removal surgery"), migraine ("worsening migraines"), genital haemorrhage ("worsening abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and abdominal pain ("continued abdominal pain since her removal surgery"). The patient was treated with surgery (laparotomy, excision of essure with bilateral partial tubes and corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, heavy menstrual bleeding, pelvic pain, abdominal distension, migraine, genital haemorrhage and autoimmune disorder outcome was unknown. And the hypersensitivity, inflammation, vaginal infection, dysmenorrhoea, back pain, headache, pruritus, arthralgia, fatigue, depression, alopecia, anaemia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, inflammation, migraine, pelvic pain, pruritus and vaginal infection to be related to essure. The reporter commented: today, the essure devices remain implanted in plaintiff. And she continues to experience a combination of the above symptom. This was the first time a medical professional had related to her ,that her symptomatology may be caused by the essure device. Date of removal as per pfi: (B)(6) 2018 (discrepancy noted). She had to put her treatment on hold, due to covid-10. She had her CT scheduled for (B)(6)2020. Trailing coils: left side:1 and right side: 2. Product removal date, updated from 2017 to (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): blood test: on (B)(6) 2017, results: revealed she was anemic; hysterosalpingogram: on (B)(6) 2015, results: occlusion was viewed in both fallopian tubes.. Lot number reported (a69946) is not valid. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: essure appeared to break in the mid part. And it was removed. Pelvic pain, abdominal; pain, menorrhagia. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed ,and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil broke during the removal process/one of her essure coils broke during the removal surgery/essure appeared to break in the mid part and it was removed.') In a 40-year-old female patient who had essure (batch no. A69946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hypertrophy and ovarian cyst. Before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Plaintiff is 41 years old. Concomitant products included anesthetics, local. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions/allergy symptoms/ hypersensitivity symptoms"), inflammation ("abdominal inflammation"), vaginal infection ("frequent vaginal infections"), dysmenorrhoea ("abnormally heavy menstrual pain"), back pain ("back pain"), headache ("headaches/worsening headaches"), pruritus ("itchiness"), arthralgia ("joint pain"), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss"), heavy menstrual bleeding ("abnormally heavy menstrual periods/ heavy periods"), pelvic pain ("pelvic pain/worsening pain"), abdominal distension ("bloating"), anaemia ("continued anemia since her removal surgery"), migraine ("worsening migraines"), genital haemorrhage ("worsening abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and abdominal pain ("continued abdominal pain since her removal surgery"). The patient was treated with surgery (laparotomy, excision of essure with bilateral partial tubes and corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, heavy menstrual bleeding, pelvic pain, abdominal distension, migraine, genital haemorrhage and autoimmune disorder outcome was unknown and the hypersensitivity, inflammation, vaginal infection, dysmenorrhoea, back pain, headache, pruritus, arthralgia, fatigue, depression, alopecia, anaemia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, inflammation, migraine, pelvic pain, pruritus and vaginal infection to be related to essure. The reporter commented: today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptom continues to experience a combination of the above symptoms. This was the first time a medical professional had related to her that her symptomatology may be caused by the essure device. Date of removal as per pfi: (B)(6) 2018 (discrepancy noted). She had to put her treatment on hold due to covid-10. She had her CT scheduled for (B)(6) 2020 trailing coils: left side ¿ 1 and right side - 2. Product removal date updated from 2017 to (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: results: revealed she was anemic. Hysterosalpingogram - on (B)(6) 2015: results: occlusion was viewed in both fallopian tubes. Lot number: a69946. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure appeared to break in the mid part and it was removed, pelvic pain, abdominal; pain, menorrhagia. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Reporter information, patient dob, medical history, product indication, lot number, rcc added. Product removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("essure coil broke during the removal process") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Plaintiff is (B)(6) years old. Concomitant products included anaesthetics, local. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), inflammation ("abdominal inflammation"), vaginal infection ("frequent vaginal infections"), dysmenorrhoea ("abnormally heavy menstrual pain"), back pain ("back pain"), headache ("headaches"), pruritus ("itchiness"), arthralgia ("joint pain"), fatigue ("fatigue"), anaemia ("anemia"), depression ("depression"), alopecia ("hair loss"), menorrhagia ("abnormally heavy menstrual periods/heavy periods"), pelvic pain ("pelvic pain") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain and abdominal distension outcome was unknown and the hypersensitivity, inflammation, vaginal infection, dysmenorrhoea, back pain, headache, pruritus, arthralgia, fatigue, anaemia, depression and alopecia had not resolved. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, fatigue, headache, hypersensitivity, inflammation, menorrhagia, pelvic pain, pruritus and vaginal infection to be related to essure. The reporter commented: today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptom continues to experience a combination of the above symptoms. This was the first time a medical professional had related to her that her symptomatology may be caused by the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: revealed she was anemic; hysterosalpingogram - on (B)(6) 2015: occlusion was viewed in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: summons received. Reporter's information added. Events added: essure coil broke during the removal process, pelvic pain, bloating. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.